Event description:
It has been reported that the syringe 20ml ll s/c 48 has been found containing foreign matter during use. The following has been provided by the initial reporter: material no.: 302830. Batch no.: unknown. It was reported particulates were found in the syringe when drawing and administering medication. Verbatim: I am having some issues with particulates in some of the medications that my customer is using. They are finding particulates in the syringe when drawing and administering medication. I noticed some streaking on the inside of the syringe from the rubber plunger.

Manufacturer narrative:
H.6. Investigation summary: two (2) photos were provided by the customer for investigation. One (1) photo shows a spot on or in the syringe barrel which has been circled in a red circle. The second (2nd) photo shows what appears to be a dark ring on part of the plunger. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number was not known. Without a physical sample to analyze the spot and the dark ring in the photos cannot be identified; therefore, potential root causes cannot be determined. Without a physical sample to analyze the spot and the dark ring in the photos cannot be identified; therefore, potential root causes cannot be determined, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the syringe 20ml ll s/c 48 has been found containing foreign matter during use. The following has been provided by the initial reporter: material no.: 302830, batch no.: unknown. It was reported particulates were found in the syringe when drawing and administering medication. Verbatim: I am having some issues with particulates in some of the medications that my customer is using. They are finding particulates in the syringe when drawing and administering medication. I noticed some streaking on the inside of the syringe from the rubber plunger.